Manufacturer narrative:
On 09-may-2024 we were notified by the hospital that this lead was actually explanted due to infection so this complaint was filed in error and a new complaint will be opened for infection the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to impedance issue. No adverse patient events were reported. Should additional information be received, this file will be updated.